Manufacturer narrative:
Insulin pump received with moisture damage on keypad traces. All buttons function properly, no button error alarms noted. Moisture damage was noted in one electrical assembly and motor assembly. Insulin pump received with a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
.

Event description:
It is reported that the customer is receiving a button error on their insulin pump. Their blood glucose level was 279mg/dl. Trouble shooting was done and found water damage. Device is being returned. No further information available.